Manufacturer narrative:
Additional narrative: review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0 mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6904549) met all specifications with no anomalies noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional common device: hwc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was used for treatment not diagnosis. The lot number provided cannot be verified as a synthes lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a helical blade malfunctioned during surgery. The surgeon was performing an open reduction internal fixation of a subtrochanteric fracture, the nail was already in place and while inserting the helical blade up to the femoral head, the blade would pass and kept hitting against the nail. The surgeon then rechecked all the connects, instrumentation and guidewire to make sure they were aligned and the blade would still not go through. The surgeon then changed to a different size blade and successfully completed surgery. There was a 15 minute delay in surgery. The surgery was successfully completed. Report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device; as received condition of device part was received in unsealed plastic bag with decontamination record. Part exhibited notch or damage to a single flute. The packaging was not damaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.